Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) /2016, the reporter contacted animas, alleging a history settings issue. The reporter wanted to know why did their alarm for below rate alarm on the cgm. The reporter stated that the patient had a blood glucose (bg) in the mid 40's mg/dl with unsteadiness when standing and walking, severe dizziness, and confusion. Emergency medical services (ems) were called and the patient was treated by ems. The patient was treated with glucose tablets/glucose gel and glucagon injection. This report is being made due to the bg excursion the patient experienced due to training misuse and not inaccurate pump function or misuse of the product.